Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli), oversensing and pacing inhibition. Intervention was performed and the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed that the returned lead severed 62mm from the terminal pin. Set screw marks were noted on the terminal pin and ring. The extracting stylet returned stuck in the tip segment of the lead. The suture was tied directly onto the lead for extraction purposes deforming the conductor coils. There are cuts noted in the insulation. A separation noted between the distal end of the anode electrode and the neck insulation. The tip is pulled inside of the tined insulation. The lead passed the continuity test with manipulation. X-ray revealed that there are no anomalies noted on the lead. The allegation against the lead could not be confirmed by analysis.